Manufacturer narrative:
(B)(4). The 2.50x38mm xience alpine referenced is being filed under a separate medwatch report. (B)(4). The device was not returned for evaluation. The reported patient effects of angina, dyspnea, hypersensitivity, and pain are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined.

Event description:
It was reported that the patient presented with angina on (B)(6) 2016 and a 2.5x38 xience alpine stent and a 2.5x18 mm xience alpine stent were implanted in an unspecified coronary artery. The patient was scheduled to return two weeks later for additional planned stents. However, 3-4 days after the xience alpine stents were implanted the patient started to experience angina, dizziness, weakness, shortness of breath, stomach pain and nose bleeds. On (B)(6) 2016, two non-abbott stents were implanted in the left anterior descending artery. Reportedly, the patient is taking effient and aspirin; however, effient is only taken every other day. Only on the days that effient is taken does the patient experience symptoms such as chest pain, dizziness, shortness of breath, weakness, stomach pain and nose bleeds. The patient is not sure if the reaction is due to just the effient or combination of the everolimus and zotarolimus from the drug-eluting stents with the effient. The patient previously had a drug-eluting stent implanted and took plavix without any issue. Reportedly, the patient switched from effient to plavix and the symptoms have not subsided. Additionally, the patient uses nitroglycerin patches to help with the chest pain. No additional information was provided.